Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at the base. The broken piece was returned. The complaint was confirmed by failure analysis. A review of the provided image by an intuitive surgical, inc. (Isi) regulatory post market surveillance analyst was also consistent with the fractured blade.

Event description:
It was reported that during a da vinci-assisted radical pancreaticoduodenectomy surgical procedure, the harmonic ace tip was broken, and a fragment fell inside the patient. The fragment was removed from the patient during the same procedure. The procedure was completed using a backup harmonic ace with no further consequences known. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments of the harmonic ace were retrieved using a laparoscopic instrument. All the fragments were confirmed to be retrieved. There was no additional surgical procedure needed as the fragments were retrieved using laparoscopic instruments during the same procedure. There were no post-operative tests performed. The surgeon believes that the instrument quality was the cause of the break. The instrument was inspected prior to use with no abnormalities, it was used for an hour prior to break when being used for separating a blood vessel. There was no functionality problem prior to the break. There was no instrument collision, and the instrument was not removed during the procedure prior to the break. Upon final removal, there was no resistance through the cannula, no damage to the cannula, and no further damage to the instrument. The patient had not returned to the hospital due to post-surgical complications.